Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient called hotline and stated his pump was alarming "cassette partially unlatched". Event occurred while use with patient at home. Date of event is on (B)(6) 2024. Operator of the device is a health professional. Device is not available for evaluation. No additional information is available beyond what is given. There was a patient involvement and adverse event reported.